Event description:
During the transfemoral tavr procedure, the novaflex+ delivery system with 26mm sapien xt valve was advanced into ascending aorta without difficulty and the valve was positioned across native aortic annulus in a 60/40 aortic/ventricular (a/v) position. The valve was successfully deployed 70/30 a/v under rapid rv pacing. Position and expansion relative to annulus was good and mild ar was present via tee. Within a few minutes the patient became hypotensive and pericardial effusion was noted on tee. Angio assessment post deployment showed what appeared to be contrast external to the sov and a possible annular rupture. A second valve was prepped and advanced across native annulus, and deployed 70:30a/v successfully within the first valve. The patient continued to be hypotensive despite pressor support. Pericardiocentesis was performed and the decision was made to convert to open cardiothoracic surgery to repair annular tear. The physicians felt that the expansion force created during valve deployment may have caused lvot calcium to contribute to annular tear. The physicians felt that deployment of the 2nd valve might seal off/contain the annular tear and minimize pericardial effusion there was mild aortic root calcification and moderate annular and leaflet calcification

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be determined. It is possible that the expansion force created during valve deployment and the calcification in the lvot may have contributed to the annular tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.